Event description:
Customer tested at 2:00 p.m. And received an aviva system result of 136 mg/dl. Customer began feeling ill. Same system retest result at 3:30 p.m. Was 138 mg/dl. Customer did not self-treat due to 138 mg/dl result. Customer was feeling ill so called her grandson, and he took her to the hospital. In the emergency room system result was 40 mg/dl at 4:00 p.m. Customer received treatment of two glasses of apple juice and four packages of crackers at the hospital. Customer was also given an IV. She did not know what was in the IV. Customer spent approximately 4 hours in the emergency room, was not admitted to hospital. A request was made for the return of the meter and strips, replacement sent.